Manufacturer narrative:
The complaint sample was received incomplete (no removable nose) at viant for evaluation. A cup simulant was attached per instructions for use (IFU) sent with the device. The impactor was then impacted and the cup simulant was detached, as intended per the IFU, therefore the reported event is not confirmed. Upon closer examination, it was observed that the weld adjoining the ratchet housing to the offset cup impactor (oci) body was fractured all around. There were scratches and gouges on the ratchet housing, and a few on the trigger plate, likely from being impacted which is not the intended use. The ratchet teeth showed significant wear. Other observations: the two (2) large latch pins on the chain assembly that connect the oci body with the chain assembly were severely deformed and there were several gouges in the area that were not consistent with intended use. There were some gouges on the body of the component containing these pins as well; the weld adjoining the metal handle and the oci body was fractured all around. There were several gouges on the metal handle and back side of the impaction plate, which were not consistent with intended use and likely contributed to the fracture; there was wear in the form of scratches, nicks and gouges observed throughout the complaint sample; the returned complaint sample was etched per applicable drawings. No discrepancies were discovered during review of product records. In conclusion, the reported event could not be confirmed as a cup simulant could be attached and detached as intended. Upon closer examination, it was observed that the weld adjoining the ratchet housing to the offset cup impactor (oci) body and the weld adjoining the oci body and metal handle were fractured all around. There were signs of unintended use in the area of these fractures, as well as throughout the complaint sample. No further investigation is required with regard to this complaint. Event notification was received 22-may-2019 which did not meet reportability requirements at the time with the information available. However, the device was received 12-jun-2019 which contained a fracture and hence met the reporting requirements. Report source: complaint information received from distributor, (B)(6).

Event description:
It was reported during an unknown procedure that the surgeon was inserting cup using offset cup adapter. The handle could not be easily unclipped from the cup. No parts were broken off. Surgery was not delayed. No adverse events nor patient consequence were reported as a result of the malfunction.